Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported the unit emitted sparks near the power button. The nurse immediately unplugged the device and removed from the room. There were no adverse patient consequences. The unit will be replaced.

Manufacturer narrative:
The cardiomems patient electronic system and power supply was received for evaluation. Visual inspection revealed damage to the power supply in form of its plug being torn from the cord. The cause of the reported event was due to physical damage of the power supply cord.